Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented clinically with a right ventricular lead that exhibited loss of capture both on unipolar and bipolar settings at high outputs. The lead was capped and replaced on (B)(6) 2019. The patient was stable.